Event description:
Additional information received from the consumer reported that they were not feeling stimulation strong enough in their left arm. They had turned the stimulation down due to the surging sensation from the stimulation. The patient was notified by someone that they would have surging due to the lead location. The higher they increased the stimulation the stronger the surging was. The patient was on group a. Program 1 was at 1.0v, program 2 was at 1.45v, and program 3 was at 1.45v. The patient was normally around 2.0v but had decreased due to the surging. They increased program 2 to 2.0v and program 3 to 1.8v and it felt better for their left arm but they knew it would make the surges stronger.

Event description:
It was initially reported that the patient had some concerns that her device was moving. The patient then stated she wasn¿t sure if it was moving. All she knew was that the day of the report, she had to turn it down because when she moved back or to the right side, her left arm surged and ¿pulls together like a muscle spasm.¿ after she decreased stimulation, it still kept surging. But then if she had to turn it way down, she would not feel the stimulation sensation. This started the night prior but had also happened prior when she shifted to a different group. It was unclear if the patient had adaptive stim programming performed yet. The patient was seen by her physician for reprogramming on (B)(6) 2015. The physician stated that anytime the patient moved her neck, she felt the stimulation intensity. The patient was educated about the reason behind this issue. The issue was stated to be device related. After the device was re-programmed, the patient was extremely happy with the results. The patient recovered without permanent impairment ent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type; lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).